Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced (short description of event). The following information was provided by the initial reporter: I just recently had the same nurse who reported this complaint report that the same exact incident happened with another IV catheter with the same lot number during another infusion. It was reported by the customer that the nurse tried to attach the extension tubing to the IV catheter there was leaking around the point where the catheter and tubing connect.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(6), 2023 h6: investigation summary bd received two used 24 gauge insyte autoguard units from lot 2069343 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no visible damage or deformities. Next, the engineer performed a water/air leak test on each unit. Each unit passed and no leakage was observed. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during inspection a definitive root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced (short description of event) the following information was provided by the initial reporter: I just recently had the same nurse who reported this complaint report that the same exact incident happened with another IV catheter with the same lot number during another infusion. It was reported by the customer that the nurse tried to attach the extension tubing to the IV catheter there was leaking around the point where the catheter and tubing connect.